Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the vivera retainer caused or contributed to the reported symptom. This event is being filed as an MDR as the patient reported tooth loss (permanent impairment to body structure) and an invisalign aligner was being used. A UDI could not be provided in this report as this information was not captured in this complaint ticket.

Event description:
The patient reported the symptom of tooth pain, that resulted in an extraction of the tooth. This was the only symptom reported and does not appear to be potentially serious in nature or life threatening to the patient. The patient did not report requiring medical intervention to alleviate the reported symptom. The patient did not report taking or being prescribed medication to alleviate the reported symptom.